Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported experiencing elevated blood glucose levels after an unspecified period of pod wear and noted that the pink slide did not advanced, indicating a potential needle mechanism failure. No specific blood glucose values were provided. There was no medical intervention reported in relation to this event.